Event description:
The facility reports the resident was being lifted out of bed. The device was being pulled backwards to put the pt in the chair. At the moment that the left leg was being opened, the device fell down. The pt fell into the wheelchair, suffering light injuries. The carer had the device on their shoulder and suffered muscle pain. The pt also suffered a slight head wound and dizziness.